Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One tapered screw-vent implant (tsvtwb8) and mount were returned for investigation. Visual evaluation of the as returned product identified some signs of usage due to stuck mount. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. No pre-existing condition was noted on the per. The implant had been placed on tooth #3 but could not finish procedure since the mount was unable to disengage and procedure was completed using another device. Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review for the lot number (1220986) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review: complaint history review by lot number (1220986) was performed for similar events and no complaint about nonconforming products was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
(B)(4). Patient's weight is unknown. Additional 510(k) number is k101880.

Event description:
It was reported that the fixture mount would not release from the implant body. There was a 10 minute delay in the procedure. Implant was removed and another implant was placed the same day. Tooth #3.